Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump battery depleted from approximately 90 percent to 0 percent within one day and that the device initially did not charge despite correct charger orientation and indicator status; subsequent attempts showed intermittent charging with a decreasing displayed battery percentage, and a replacement was initiated while the current unit later paired and resumed charging. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.